Event description:
Add'l info rec'd from MFR 12/11/00: the unit was serviced by a field svc rep. No problems were found. All connections and tubing were checked and intact. The unit function's all checked out okay. This situation appears to have been influenced by clinical/patient related factors, and does not seem to be related to any device malfunction. Reports of this nature will continue to be monitored by mgmt through field complaints as well as field svc call reporting.

Event description:
Iabp alarm sounded indicating leaking helium, low vacuum and low filling pressure.